Event description:
In 2005 pt. Presented to ed with complaints of cough, shortness of breath x 24 hours. Also complainted of aching all over. She has rec'd hemodialysis earlier in the day but it didn't improve her breathing. She had an access device in the right jugular vein which was used for her dialysis treatments. On 12/15/05 the nephrologist took the pt to the or suite to remove the catheter due to infection. During the attempted explantation, the catheter fractured and the distal tips were left in the region of the right atrium. The pt. Was then taken to invasive radiolgoy suite where the radiologist was able to retrieve both pieces of the catheter. Fluoroscopy over the chest was done and no residual fragments were identified. The explanted catheter was not inserted in co's facility.